Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was in clinical use and diagnosis procedure was completed as planned when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement error appeared in monitor. Review of system logfile showed that the geometry errors and warnings. Upon further inspection, fse identified that the site conditions, humidity and high temperature caused the problem. Fse suggested to maintain air conditioning and installed de-humidifier. After maintaining air conditioning and installing de-humidifier, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported to philips that there was a geometry movement error on the monitor of the azurion 7 m12 system. No harm has been reported.